Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site test the imaging system. The reported issue was confirmed and they found the patient database was corrupt. They deleted full database and reloaded 3.2.1. The system then passed all tests and is was up and running. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system upon boot up, displayed the following message: "error may have occurred that damaged the system integrity of the system and the mvs. " no patient was present at the time of the event.